Event description:
Additional information was obtained and indicated that the patient was brought in for follow-up after a patient remote monitoring system alert for high oor pacing lead impedance measurements of >3000 ohms. All pacing/sensing thresholds and impedances were normal. No spike in readings or noise could be recreated. The patient was made aware of the situation and will continue to be monitored.

Manufacturer narrative:
--

Event description:
Boston scientific received information via patient¿s remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurements. This system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.